Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 15 years and 6 months post implant of this 24mm aortic mechanical valve, the valve was explanted and replaced with a 23mm medtronic bioprosthetic valve. No adverse patient effects were reported.